Event description:
It was reported that the atrial lead exhibited high thresholds, poor sensing and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.